Manufacturer narrative:
The insulin pump alarmed motion sensor test failure due to motor encoder error signal out of phase. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests weren't performed due motion sensor test failure alarm. The device had cracked reservoir tube lip and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed motion sensor test failure. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.